Manufacturer narrative:
H.6. Investigation summary: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The images were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty of coupling the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to unload the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order 602235281. H3 other text : see section h.10

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing difficulty connecting to the mating component during use. The following has been provided by the initial reporter: all syringes in this lot have a plastic burr in the luer, making needle threading difficult. It disturbs the manipulation of chemotherapeutic agents due to the difficulty of threading the needle and causes the leakage of chemotherapeutic drugs. Information received by email: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing difficulty connecting to the mating component during use. The following has been provided by the initial reporter: all syringes in this lot have a plastic burr in the luer, making needle threading difficult. It disturbs the manipulation of chemotherapeutic agents due to the difficulty of threading the needle and causes the leakage of chemotherapeutic drugs. Information received by email: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.